Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had missing segments. The patient indicated that the alleged meter issue started the same day, at an unspecified time during the morning. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. At an unspecified time later that day, the patient developed symptoms of dizziness, and sweating. The patient contacted her doctor around noon that same day. She was advised by the doctor to take 10 mg of glyburide medication. It is not clear as to why the patient was advised to take the glyburide medication considering she had symptoms suggestive of hypoglycemia. The patient was not tested on another device. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter, strips, or control solution are returned, lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.